Event description:
The reported information stated that the inlay was explanted from the left eye of a (B)(6) year old male patient approximately eight (8) months postoperatively due to poor corneal healing caused by persistent dry eye. It was noted that the patient had difficulty complying with the post-operative regimen.

Event description:
Updated information: the patient was last seen in the clinic on (B)(6) 2016. At this time, the patient's near visual acuity was 20/50 and distance visual acuity was 20/40. Patient reported improved vision. The slit lamp exam revealed only mild haze. On same day as the visit, (B)(6) 2016 the patient had a lasik enhancement. Patient has discontinued use of pred forte.